Manufacturer narrative:
It was reported that a patient received a two level pdc implant approximately a year ago. The patient experienced radicular pain caused by inadequate decompression, although the surgeon stated that the implants perfect and structurally sound the decision was made to remove the implants. The removal was completed on (B)(6) 2022 and the patient was fused using a globus cage. DHR review could not be completed as the implant information was not provided. Complaint trending found the rate of this type of complaint to be at a remote level. A review of the risk assessment found that the risks associated with this complaint are identified to an acceptable level. The devices were sent to exponent for evaluation under (B)(4). No anomalies were found during the investigation that related to the complaint. Inadequate decompression could be related to surgical technique or from improper implant sizing. This submission is 2 of 2 devices involved in this event.

Event description:
Surgeon had scheduled a two level prodisc c removal for (B)(6) 2022. Surgeon states that the implants are perfect and structurally sound, he indicated an inadequate decompression and radicular symptoms as the cause for removal. Second surgeon was the implanting surgeon, possibly a year ago.